Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the problem due to the broken bf1 wash probe. While troubleshooting, fse found the bf1 wash probe evacuation tubing came loose causing a loss of suction which generated the error message. Fse replaced and aligned the bf1 wash probe, verified alignment of the other three wash probes. Fse also cleaned and inspected the main arm and hybrid sample nozzle as routine maintenance. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. (B)(4). Aia-2000 operator's manual on the appendix 4: error messages: (2235) bf probe 1 suction failure. Cause: the overflow sensor detected liquid after washer suction action was completed. The measurement result will be flagged (wu flag). Solution: clean bf probe 1. (See chapter 9, "maintenance") if retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the broken bf1 wash probe.

Event description:
A customer reported error message ¿2235 b/f probe 1 suction failure¿ while performing start up on the aia-2000 analyzer. Prior to the call, the customer cleaned the probe and replaced the b/f probe 1 tip and stated the tubing from the top is loose. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for fsh (follicle stimulating hormone), prolactin (prl), intact parathyroid hormone (ipth) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.